Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This ipg was intended for pt implant in the netherlands. It was reported that no communication could be established with the device prior to implant. A new ipg was used to complete the case.